Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed and the presence of a stent thrombosis could neither be confirmed nor denied. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined.

Event description:
Ous MDR - two months after primary intervention the patient experienced an unstable angina. A stent thrombosis was observed. A medical treatment with warfarin was conducted.